Manufacturer narrative:
Reported event: an event regarding fretting involving a accolade stem was reported. The event of trunnion damage was confirmed based on provided photos. Method & results: product evaluation and results: material analysis, functional and dimensional inspections could not be performed as the device was not returned. Visual inspection - the reported device was not returned however photographs were provided for review. The photographs show an explanted stem with blood and tissue on it. The stem trunnion was damaged with obvious material loss. The stem surface is covered with black/dark materials, but no conclusive decision can be made on those black/dark materials. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot.  Conclusions: the event reported fretting involving a accolade stem was reported. The event of trunnion damage was confirmed based on provided photos. The exact cause of the event could not be determined because insufficient information was provided. Further information are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "dr. Performed a left hip revision due to gross trunnion failure and fractured biolox head. No more information is available per doctor. Implant is not available per hospital policy" a 36 + 2.5 mm biolox ceramic v40 head, size 5 132° accolade ii hip stem, and 36f liner were revised. Spoke to rep: there are no allegations against the revised liner. Confirmed that other than attached explant pictures and usage sheet, no further information would be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "dr...performed a left hip revision due to gross trunnion failure and fractured biolox head. No more information is available per doctor. Implant is not available per hospital policy" a 36 + 2.5 mm biolox ceramic v40 head, size 5 132° accolade ii hip stem, and 36f liner were revised. Spoke to rep: there are no allegations against the revised liner. Confirmed that other than attached explant pictures and usage sheet, no further information would be released by the hospital or surgeon.